Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 26-oct-2022. H6: investigation summary: it was reported there was foreign material in the syringe. To aid in the investigation, one sample with no packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed and there is embedded degraded resin 1/4" from the bottom of the syringe barrel. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. The two photos show the sample received. A device history record review was completed for provided material number 301033, lot number 2040594. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported while using bd syringe luer-lok¿ 30 ml bulk pack luer lock tip foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: customer states, found some syringe with mysterious stuff in it.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd syringe luer-lok¿ 30 ml bulk pack luer lock tip foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: customer states, found some syringe with mysterious stuff in it.